Event description:
Additional information received indicated that the system continued to exhibit high out-of-range shock lead impedance measurements detected via the patient's remote monitoring system. Obtained additional information from the field representative that the patient will continue to be monitored . The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a high out of range shock lead impedance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Review of measurements noted that they have been high since implant but not out of range. The patient was brought into the office where slight noise was able to be reproduced on the shock channel but it was not oversensed. Boston scientific technical services (ts) discussed noise could be muscle movement and that single coil leads could run a little higher with impedance measurements. Additional information was obtained from field representative that the clinic has not decided to re-test the lead and will continue to monitor the patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.